Event description:
Fac alleged bed was arcing. The power resistor (part number 138386) has been ordered and arrived at this faculty for this bed. However, the account cannot provide access to beds with patients on them. Tsr will install this kit on this bed when the bed becomes available.